Event description:
A user facility reported that a tear was noted in the capsular bag after placement of the intraocular lens (iol). The iol was removed and replaced with a different model. Additional info has been requested.